Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 07/01/2011, 07/20/2011, and 07/25/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) implant surgery, the surgeon noticed a posterior rent. The surgeon removed and replaced the lens during the same procedure and an anterior vitrectomy was performed. Additional info has been requested.